Manufacturer narrative:
Manufacturing site eval: eval on-going.

Event description:
Country of complaint: (B)(6). After the surgery, knee prosthesis, it was noted that a screwdriver was chipped. X-ray found that missing piece of metal is in the knee of the patient. Currently physicians are monitoring the patient and there does not seem to be any negative effects.